Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during vitreoretinal surgery, hypotony occurred. The op (intraocular pressure) control was on, and the surgeon was creating a second port when the hypotony occurred, the iop control was increased from 25 mmhg to 50 mmhg, but the symptom was not resolved. The surgery was performed with vit mode, however, the iop was unstable. Aspiration was performed with the iop parameter increasing to 20 mmghg and 18 cc/min, but the symptom was not resolved. The bottle was hung at approximately 60 cm height on an IV stand connected to a three-way stopcock which connected the infusion. The operation was completed with gravity drip. Pt impact is unk; add'l info has been requested.